Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) has a broken battery port, and the autopulse li-ion battery will not stay inserted was confirmed based on the visual inspection. The battery compartment was cracked, likely attributed to mishandling, and the battery will not stay inserted. The battery compartment needs to be replaced to remedy the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) has a broken battery port and the autopulse li-ion battery will not stay inserted. This was noticed during shift check. No patient involvement.